Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved could not confirm the report as it was described. A visual inspection confirms that the balloon is detached from the catheter at the proximal joint. This was where the customer cut the balloon off the catheter. This compromises our eval for leak testing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
The following info was provided by the cook area rep based on comments made by the user: the cook hercules 3 stage balloon was prepped per the instructions for use. The balloon was advanced through the endoscope and inflated to 2 atm, then inflated to 4 atm. It was at this point that the balloon began to leak. The balloon could not be pulled back through the endoscope so the balloon and endoscope were removed from the pt. The balloon needed to be cut off the catheter for removal from the endoscope. The procedure was finished with a new balloon. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.